Event description:
A lower than expected immulite 2500 3rd gen psa pt sample was reported to the physician who ordered the sample to be repeated. The sample was repeated three days later, and the psa results were positive. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant 3rd gen psa assay result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant psa result is unk. No further eval of the device is required.